Event description:
It was reported that the lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was crushed, the proximal coil was broken and the distal insulation was damaged which resulted in a threshold anomaly.